Event description:
Clinical lab chemistry analyzer was to have new software version pushed by the company. The company pushed an old version and disabled the analyzer. The equipment was inoperable for over four hours, which would delay any patient testing.